Event description:
Venous air alarms occurred within 13 days during two routine hemodialysis treatments. Air was visible in the blood line. Treatments were discontinued w/o performing rinseback, resulting in an estimated blood loss of 190cc for each treatment. The pt's hb, which typically runs low decreased from 8.9 g/dl on (B)(6) 2011 to 8.3 g/dl on (B)(6) 2012. Epogen was increased 19 days after the first blood loss from 20,000 units 1x/wk to 30,000 units 1x/wk. No add'l medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to air in the circuit. Facility staff attributed the alarms and blood loss to use error and has provided add'l training to the operator. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Nxstage medical considers this report closed. No add'l info will be provided.